Event description:
Dealer states they delivered the bed last week and was called back because it came apart in the middle. Dealer states no one fell or was hurt, but they had to bring the bed back to their shop. Dealer states when you mate the two ends together the spring loaded pin on one side doesn't latch or lock into place keeping the frame secure. Dealer states he examined it pretty well and the pin/latch mechanism seems fine, but it's almost as if the square precut hole that is cut into the frame is just a little bit off and wont allow the pin/latch to spring outward locking the frames together. He states it's the foot end having the issue. No further information provided.

Manufacturer narrative:
The device was evaluated by the returns department which found that they could not duplicate the issue, no problem was found with the device.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states they delivered the bed last week and was called back because it came apart in the middle. Dealer states no one fell or was hurt, but they had to bring the bed back to their shop. Dealer states when you mate the two ends together the spring loaded pin on one side doesn't latch or lock into place keeping the frame secure. Dealer states he examined it pretty well and the pin/latch mechanism seems fine, but it's almost as if the square precut hole that is cut into the frame is just a little bit off and wont allow the pin/latch to spring outward locking the frames together. He states it's the foot end having the issue. No further information provided.